Manufacturer narrative:
(B)(4). The device was returned for analysis. The device was returned with the metal cannula stuck in the catheter. A transversal cut made to the tip of the catheter shows the cannula was stuck located inside the profile tip. Additionally, the metal cannula was found bent, moreover, residues were noted on the metal cannula distal section, and also the suture was received broken. When attempting to remove the cannula, the catheter extrusion buckled/accordion. A cross section cut was performed in order to measure the tip step. The tip step measured was within specification. The catheter working length measured was within specification. The cannula outer diameter (od) was measured at three locations using the micrometer and were found to be within specification. The metal cannula was measured within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06jun2016. It was reported that the metal cannula was stuck. A 6.3 flexima apdl was selected for pleural effusion drainage. During the procedure when the catheter was positioned, it was noted that the sheath was attached to the metal cannula of the introduction system and not allowing the release of drainage. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the suture was broken.